Event description:
User reported a clinical isolate was run on an organism isolated post-mortem to determine cause of death. An identification of n. Gonorrhoeae was obtained on the microscan hnid panel, while an alternate method identified the isolate as n. Meningitidis.